Manufacturer narrative:
The event occurred outside of patient use. Therefore, section a was left blank. The automated impella controller was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that an automated impella controller was found to be powering on and powering down on its own. The event occurred outside of patient use.